Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206-04r, software version: sra00446 h3, h6: a medtronic representative went to the site to test the equipment. The surgical arm was replaced and the system then performed as intended. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy with an l3-l5 transforaminal lumbar interbody fusion (tlif) procedure. After one registration for skin marking mis, they re-registered to place screws. After placing all six screws and using an imaging system spin to confirm the levels, all right-side screws were 5-10 millimeters (mm) lateral, and all left screws were 5-10 mm medial. Surgeon proceeded to remove the placed screws and free-hand the placement of five screws. Second imaging system image confirmed newly placed screws were now accurate. There was a 45 minute delay. No impact on patient outcome. During servicing, the surgical arm failed the stress test and produced a message that read "failed...current_low_velocity_current."

Manufacturer narrative:
D10: (B)(6) is the serial number not the software version of asm0206-04r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.